Event description:
It was reported the patient does not have stimulation. An impedance check showed invalid impedances for all contact. X-rays were taken and showed the lead extension is broken at the header. The patient is currently going through radiation and no surgical intervention is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.